Event description:
During a coronary stent procedure the liberte' monorail stent did not fully expand. The physician advanced the liberte' monorail stent/delivery device across the lesion. During deployment, it was noted that the proximal portion of the stent did not deploy. During withdrawal attempts, the pt's vessel was damaged and the procedure was stopped. The pt was transfeered to the intensive care unit. The following day the vessel appears to be healing and the pt will be maintained on clopidogrel post-procedure. The procedure is expected to be completed once the pt's vessel is completely recovred. Pt status is unk.